Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Contract manufacturer: dexcom. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 090) issue. It was alleged that a cs 215 call service alarms was emitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up # 1 date of submission 29-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2018 with the following findings: during investigation, the transmitter was able to be paired with the test pump correctly. Blood glucose values were set twice within 2 hours and both values were entered successfully. The pump and transmitter were exercised for 24 hours and the devices performed within specifications. The complaint of a cs 215 call service issue was not duplicated during investigation.